Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor would not fully power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. The monitor design change in p010030/s039 was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated reason. Upon investigation, a reportable malfunction was found.